Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with 400 cc mentor memorygel breast implants experienced unexplained fatigue and right sided capsular contracture on an unknown date post procedure. No device issue such as rupture was reported. The root cause of the patient¿s fatigue is unclear. The patient desires to have the implants removed over statistical concerns cited by her physician over complication rates with textured implants. She plans to have implant replacement with non textured implants, possible capsulotomy, and tissue biopsy performed on (B)(6) 2020. See 1645337-2020-08238 for contralateral prosthesis report .